Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. At the time of the call to dexcom technical support, patient claimed to have experienced a hyperglycemic event wherein patient's daughter contacted paramedics and patient was hospitalized. Patient did not provide dexcom technical support with any details regarding hospital stay such as date, duration and/or any treatment given. Patient did not report any further medical intervention or injuries. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional.